Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred after the customer loaded a cartridge on the pump. Reportedly, the customer loaded a new cartridge and was ultimately able to clear the alarm and resume insulin therapy. Additionally, it was reported that the pump volume was too low and difficult to hear. The customer's blood glucose level was 115 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.